Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. The patient only knew that morphine was in his pump with ¿5 point something.¿ the reason the patient was calling was because he received a letter from the manufacturer stating he needed to replace his pump this year. Longevity per labelling for the pump was reviewed (6-7 years depending on the flow rate of medication). The patient reported that he did not have the letter with him to read, but wanted to make sure it was documented that he was going to take care of getting his pump replaced. The patient had his pump refilled on the date of this report. The patient¿s previous healthcare provider (hcp) had passed away, but this hcp had mentioned to the patient that ¿after three years of having the pump, the line gets some kind of thing in there, crystals, that could cause an infection, where you would be disabled.¿ it was confirmed with the patient that he had never had an infection and this was just a precaution (rule out). The patient was told by his current hcp that he was ¿not getting what he was supposed to be getting¿ from the pump. The patient did not know a date for when he first noticed that. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient informed them at his last pump refill session on (B)(6) 2018 that he had received a letter, which he said was from the manufacturer, stating he, ¿needs to have his pump replaced.¿ he did not bring the letter to the hcp. It was noted the description by his previous pain physician, sounded like he was describing a catheter tip granuloma, but the hcp had no documentation of such from the late doctor¿s clinic. The patient was instructed to bring the hcp the letter he received so that they may better assess his situation. Until, he does, the hcp could not provide any more details and would notify as soon as he had any more information. No further complications were reported/anticipated or expected.